Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer was assisted but became frustrated and disconnected the call. Customer's blood glucose level was 172 mg/dl. No additional information provided.